Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by their dentist and was informed that since their last x-ray they are losing bone.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.